Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker exhibited oversensing and pacing inhibition during a medical procedure. During the event, the device recorded a ventricular tachycardia (vt) that progressed to ventricular fibrillation (vf). Prior to this arrhythmia, an episode of asystole occurred likely due to oversensing. The patient required intubation and support with an extracorporeal membrane oxygenation (ECMO). This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "known inherent risk of device." If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker exhibited oversensing and pacing inhibition during a medical procedure. During the event, the device recorded a ventricular tachycardia (vt) that progressed to ventricular fibrillation (vf). Prior to this arrhythmia, an episode of asystole occurred likely due to oversensing. The patient required intubation and support with an extracorporeal membrane oxygenation (ECMO). This device remains in service. No additional adverse patient effects were reported.